Event description:
Medical records from another health care facility was received on 06dec2019. Patient's chief complaint was bilateral eye pain and progressively worsened while attempting to open her eye after treating with polymyxin b sulfate. Patient also reported blurred vision without any presence of flashes or floaters. Both eyes were seen to have corneal abrasion via slit lamp examination. The corneal abrasions were overlying the iris of ou with minimal whitish drainage on the right eye. Patient's visual acuity were 20/200 on each eye and 20/50 on ou upon evaluation. It was noted that patient's medical diagnosis were conjunctivitis, iritis, uveitis, corneal abrasion and glaucoma. Furthermore, patient was instructed to discontinue contact lens wear and erythromycin ointment with unspecified treatment regimen was prescribed. Other medications listed given during hospital visit were tetracaine hydrochloride ophthalmic solution 0.1ml, applied on ou; fluorescein ophthalmic strip 1mg on ou; hydrocodone- acetaminophen 5-325 mg per tablet was taken orally. Discharge medications were as follows: erythromycin ophthalmic ointment to be applied into the lower eyelid three times daily; hydrocodone-acetaminophen 5-325 mg to be taken orally for every six hours as needed for pain; and polymyxin b sulfate, one drop every three hours while awake at the time of hospital consultation, it was reported that the patient condition was stable.

Manufacturer narrative:
Event description: additional information.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A comprehensive review was performed including review of the mbrs, complaint history, sanitization records, bioburden records, incoming component inspection results, in process and finished product testing results, formulation stability data, and environmental/utility sample results. The review shows that the manufacturing processes were in a state of control. Based on the comprehensive review conducted, this lot continues to be acceptable. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Adverse event problem patient code 3191- light sensitivity.

Event description:
Additional information has been received on 23oct2019 inclusive of patient's medical records. On (B)(6) 2018, the patient was assessed to have decreased in vision on both eyes which occurred at times. Far and near vision were affected with persistent condition. The patient also described the event as ¿weeping or tearing¿ and pain. Initially, the patient went to a clinic on (B)(6) 2018 and was diagnosed with pink eye. The next day, patient went to emergency room due to decreased in vision upon wakening and was assessed that she had several scratches associated with the used of contact lens. Due to this, the patient was administered with erythromycin three times a day and polymyxin b sulfate eye drops as a treatment. Furthermore, the patient was diagnosed with corneal abrasion, chemical burn on both eyes and redness in conjunctiva. It was also noted that the ophthalmologist had suspected a wrong product use of the alleged product. Eye examinations were conducted as follows: patient was unable to open both of her eyes due to pain during physical exam; slip lamp revealed that there's 9x9 mm of corneal abrasion with edema on patient's od and 7x9 mm corneal abrasion with edema on the os; intraocular pressure was also checked on ou; visual acuity on od was 20/100 while 20/400 on patient's os. As per treatment, the patient's medication were specified as follows: ciprofloxacin 0.3% eye drops to be applied one drop every two hours in ou; erythromycin 5 mg/gram (0.5%) eye ointment to be instilled two times every day into the lower conjunctival sac in ou; prednisolone acetate 1% eye drops to be applied every two hours into ou. On (B)(6) 2018, the patient¿s corneal abrasion on ou was assessed to be worsening where patient¿s near and far vision were affected. Eye examinations revealed as follows: visual acuity was 20/70 on ou; intraocular pressure was checked on ou and patient was still in pain; as per slit lamp, patient¿s conjunctiva was seen to have 2+ injection on od and 1+ injection on os, similar result was seen on patient¿s cornea (9x9 mm of corneal abrasion with edema on patient's od and 7x9 mm corneal abrasion with edema on the os). It was noted that medication dosage for ciprofloxacin and prednisolone acetate was changed to four times a day. On (B)(6) 2018, the patient¿s presented symptoms (conjunctival injection and corneal abrasion) were noted as improving but still with pain. Eye examinations results were as follows: visual acuity on od was 20/100 and os was 20/70; intraocular pressure attempted but patient was still in pain and patient had bandage contact lenses in placed on ou; slit lamp revealed 1+ injection on ou conjunctiva, both corneas were improving with 4x4 mm abrasion. The treatment was to continue prescribed medication and contact lens bandages were in placed in ou. On (B)(6) 2018, patient¿s od was checked with presented symptoms of corneal abrasion and conjunctival injection which was reported as improving. Blurry vision on both eyes was caused by the said symptoms. Eye examination revealed as follows: visual acuity was 20/100 on ou; patient was still on bandage contact lens on ou and pain was still experienced; slit lamp showed 1+ injection on ou conjunctiva; minimal staining was seen on ou cornea. On (B)(6) 2018, patient presented blurry vision on ou and persisted for a month with frequent symptoms. Visual acuity was checked on ou and resulted as 20/25 in od and 20/40 in os. It was also seen that both corneas showed normal endothelium, epithelium, stroma and tear film. Furthermore, doctor prescribed a new glasses as per assessment of bilateral myopia. On (B)(6) 2018, the patient had her follow up of corneal abrasion on od and was noted that patient was sensitive to light but the condition was reported as improving. Patient¿s visual acuity was checked and noted as 20/25 in ou. As per doctor¿s assessment, medications were discontinued and patient was able to resume to work. Another medical records have been received on 24oct2019 from different treatment facility. On (B)(6) 2018, the patient¿s chief complaint was pink eye on od. The problem occurred for one day with mild severity but gradually worsening. It was noted that this event was associated with symptoms like blurred vision and redness. As per eye examination, the patient¿s od exhibited discharge without foreign body. The right conjunctiva was also noted as injected. Medication prescribed include polymyxin b sulfate 10,000 unit 1mg/ml drop to be administered one drop to the right eye every four hours while awake for seven days. Further information has been received from the patient and stated that her eyes are fine but haven't resumed with contact lens wear. The patient's symptoms were resolved at the time of the report.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was initially reported by a consumer on 25oct2018 following an incident of burned cornea (80%) on both eyes (ou) after using the alleged contact lens care solution. The consumer claimed that the solution was used properly. Further information was received on the same date and stated that the consumer was a first time user of the solution, where the contact lenses were soaked for six hours using special case. On (B)(6) 2018, the consumer used the contact lenses and burned ou. Due to this reaction, the consumer went to clinic and was diagnosed with 'pink eye' and continued to experience eye pain with right eye (od) completely closed. On (B)(6) 2018, the consumer experienced to have issues on left eye (os) as well. The consumer went to the emergency room and was diagnosed with corneal scarring (unknown location). On (B)(6) 2018, the consumer had follow up visit with eye care provider (ecp) and was diagnosed with corneal burns. It was added that unspecified eye treatments were prescribed. On (B)(6) 2018, the consumer visited her ecp and assessed that her corneas were healing. At the time of the report, it was mentioned that the consumer's eyes were better but still experiencing pain and blurred vision. Additional information has been requested but not yet received.